Event description:
It was reported that a patient underwent a breast reconstruction procedure on (B)(6) 2014 and a surgical sealant was used. The patient returned to the clinic on (B)(6) 2015 with draining and itching at the site. Blistering and weeping were noted at the edges. The skin adhesive was removed and suture closure was maintained, however, blistering and itching encompassed the entirety of the area that had been dressed. The patient was prescribed benadryl for itching and 1 percent hydrocortisone cream for breakthrough itching and discomfort. The wounds were dressed with mepilex and the patient was told to follow up in 5 days. The patient is still being assessed and evaluated. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.